Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a solent omni thrombectomy system. The pump assembly, effluent/supply line, shaft, tip, and spike line were microscopically and visually inspected. Blood was present inside the device and the waste bag was cut-off, when received. The waste bag was not returned for analysis. Inspection of the device revealed that the shaft and hypotube were kinked between the proximal and distal markerbands with the tip also kinked. Functional testing was performed by placing the angiojet ultra console. The complaint device failed to prime and the 'connect saline supply' error was displayed on the console and the boot filled with fluid. The device was placed in the x-ray to inspect the hypotube and it was revealed that the hypotube was separated at jet body. The ends of the separation of the hypotube were ovaled which indicated that the hypotube was kinked prior to separation. The shaft was kinked causing the hypotube to become kinked and then separated. When the hypotube is separated, the device will not prime and the console will continue to try and prime the catheter, causing 'connect or check saline supply' error to display on the console and the device not to prime and fluid to build up in the boot.

Event description:
Reportable based on device analysis completed on (B)(6) 2020. It was reported that an error message occurred. The target lesion was located in the inferior vena cava of the left lower extremity. An angiojet solent omni was advanced for a thrombectomy procedure. During the procedure while in thrombectomy mode, it was noted that check saline supply error occurred. The console was reset several times but still not working and then alerted to replace the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.